Event description:
The rep is reporting that during a case, the sawtooth lupine drill guide was bent and the surgeon had difficulty advancing the drill bit down the shaft of the drill guide. There were some metal filings observed in the pt's joint space. The surgeon was able to remove them using a shaver and completed the case without further incident or harm to the pt.

Manufacturer narrative:
Although the complaint device is not being returned for eval, we believe this type of event is mostly technique-related. Extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated. However, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, causing the drill bit to tub against the inner surface of the bent drill guide and therefore causing some metal to shave off of the drill guide, the reported condition was then duplicated. There have been some manufacturing process changes made to subvert and/or greatly reduce this type of event. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as means of monitoring the extent with which this complaint is observed in the field.